Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, blue pixels were seen when on 100% power at about 14min of laser on time. There were no patient complications reported in relation to this event.